Manufacturer narrative:
This follow-up is being submitted to amend the previously reported information: on 28 june 2016 it was found out that this complaint was reported by the sales agent incorrectly. No implants were removed from the patient on (B)(6) 2016. On (B)(6) 2016 the surgeon planned to address the subsided tibia. Additional information received on 04 july 2016 and includes: on (B)(6) the surgeon revised all components. The surgery was successful. Post-op. X-rays were provided. On 22 july 2016 the medical affairs director reviewed the previously reported clinical evaluation on the basis of the x-rays received on (B)(6) 2016, and updated as follows: medial subsidence of tibial plateau one year after primary tka. The poor quality of the x-rays supplied do not allow to fully evaluate alignment of the implants to the mechanical axis or femoral component rotation, but the position of the femoral component on the distal femur appears to be rather unusual. However, available information is not sufficient to determine a plausible root cause for the subsidence. On 22 july 2016 it was prepared a final report with the information submitted in this report and in the initial one. On 25 july 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on 27 april 2016. Lot 147887: (B)(4) items manufactured and released on 11 march 2015. Expiration date: 2020-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 28 april 2016 the (B)(4) director performed a clinical evaluation and commented as follows: medial subsidence of tibial plateau one year after primary tka. The x-rays supplied do not allow to evaluate alignment of the implants to the mechanical axis or femoral component rotation. Hence, available information is not sufficient to determine a plausible root cause for the subsidence. The dimensions of the tibial baseplate appear to be correct but only one projection is available.

Event description:
The patient came in complaining of pain due the tibial tray subsiding. The surgeon revised the insert, tibial tray, patella, and sphere femur. The surgery was completed successfully. X-rays available. Explants are not available.